Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 72" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.